Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2010. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with concurrent cystourethroscopic examination due to stress urinary incontinence. The patient experienced pain, infection, urinary problems, bowel problems, dyspareunia, and neuromuscular problems and vaginal scarring.(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.